Event description:
Extension arm broke at pivot support. No injuries occurred.

Manufacturer narrative:
Light was in use when the extension arm broke at the pivot support junction. No injuries occurred. Light was part of existing recall and required replacement arms. End-user facility has been sent the replacement arms for all lights within the facility.